Event description:
A surgeon reported a system message was displayed indicating the cassette needed to be loaded after the cassette had already been inserted into the system. The cassette was replaced and the system was rebooted but did not solve the problem. The patient's incision had already been performed when the event occurred. The cataract was reported to have been "soft", so the surgeon opted to perform a manual technique called "pre-phaco." The customer indicated that if the cataract had been "hard", an extra capsular extraction would have had to have been performed. There was a reported delay of one hour.

Manufacturer narrative:
The company representative examined the system and replaced a broken hose in the fluidics module to resolve the customer reported problem. A second silicone hose was also replaced as a preventative measure. Preventive maintenance was performed. The system was then tested and met product specifications. There was no sample returned for evaluation, therefore steps could not be taken to replicate the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause was attributed to a nonconforming hose in the fluidics module. (B)(4).